Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient was not feeling stimulation and experienced a return of pain. The patient also reported the loss of stimulation was sudden and the recharge interval changed, stating the battery went from full to empty in 10 hours. The rep ran impedance tests and tried testing the lead for stimulation and noted that all contacts ran between 500 -700 ohms with the exception of some 300s on contacts 5/7 and 5/15. The patient was programmed with high-density at 3.0 volts, 510 pulse width, and 460 hertz; left: 1-2+3-4+5- and right: 9+10-, group: 145 ohms. The rep was instructed to try low-density programming and all contacts "lit up" with a 450 pulse width and 60 hertz. The patient could not feel stimulation at 7.5 volts on left lead and 10 volts on right lead. The rep was instructed to run group impedance with simple bipole pairs to see what values are. At 3.0 volts and the left lead showed 627 ohms, but the patient was still not feeling stimulation. The rep ran stimulation with simple bipole covering the top and bottom of the lead (1/7-left lead, 9-15-right lead), but the patient still didn't feel stimulation up to 10.5 volts. Longevity calculations were done for the initial programming and determined to be 1.32 days. Longevity calculations were also done at 5 volts since this is what the patient increased the voltage up to at the end and it was determined to be .41 days, explaining the 10 hour depletion time. Further longevity calculations were performed and recorded as followed: 1-, 2+, 3-, 4+, 5-, 9+, 10-, group impedance of 145 ohms at 1.5 volts, 510 pulse width, 460 hertz, and 24 hours of use provided a recharge interval of 2.46 days at beginning of life (bol) and 1.98 days at end of life (eol). Also, 1-, 2+, 3-, 4+, 5-, 9+, 10-, group impedance of 145 ohms at 3.75 volts, 510 pulse width, 460 hertz, and 24 hours of use provided a recharge interval of 0.71 days at bol and 0.5 days at eol. There were no falls or trauma reported and the stimulation issues were not related to positional changes. Since there were no opens or shorts and stimulation was expected, the rep was instructed to follow up with the healthcare professional (hcp) to conduct an x-ray. While no opens or shorts were found on the electrodes, the therapy impedance was considered low. The patient reported the loss of stimulation occurred after emi environmental exposure after visiting an hcp to evacuate a seroma 10 days prior to the call. Additional information received from the rep stated that their partner was able to get stimulation in the area of need. Two days after the issue was resolved, the rep's partner called in and reported impedance measurements were taken again due to a loss of stimulation. The overall range of impedances was between 372 -719 ohms while the implant was on. The rep's partner stated that the loss of stimulation was considered gradual this time and was unsure if they would pursue x-rays. It was also stated that the patient was able to feel stimulation at very high voltages, but as the patient tried to increase them they received an out of regulation (oor) message. The rep's partner noted the following programmed settings: 6.45 volts, 1000 pulse width, 190 hertz, less than 132 ohms, and less than 35 milliamps with 12 active electrodes. Further information received confirmed that the leads had moved and a revision was scheduled for two weeks after the confirmation.